Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A1.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the proximal edge of the markerband. Inspection of the remainder of the device revealed abrasions (damage) on the balloon material. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A1.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.